Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device will not returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the customer placed a replacement order. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator had a transducer fault and calibration fails, according to calibration procedure 6.2.6 exhalation flow transducer calibration. The customer confirmed that there was no patient associated with the reported event.